Event description:
It was reported the patient had no disposable alarm while infusion was running and was able to fix it. They resumed infusion on the same pump and continued infusion without interruption and no side effects. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.